Event description:
Consumer complaint of blood results reading of "lo". Confirmed that she has been storing the supplies properly at room temperature. Performed a back to back test, results read 147mg/dl and 141 mg/dl. Reviewed the last 5 blood results in the meter memory: 45mg/dl-(B)(6)-03:22pm; 152mg/dl-(B)(6)-10:34am; 88mg/dl-(B)(6)-10:33am; lo-(B)(6)/10:32a (her concern); 61mg/dl-(B)(6)-08:49am. Expected blood sugar readings should be around 90mg/dl-100mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference. Userr's test strip had poor fill.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).